Event description:
The pt presented for dialysis. While initiating the treatment, it was noted that the venous hub of the catheter was loose at the port connection and required stabilization prior to use.